Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of fibrosis and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported patient had an uncontrolled intraocular pressure with a xen®45 gts in the left eye. A needling procedure was performed and patient restarted their drops of cosopt. A baerveldt tube was implanted. The device remains implanted.